Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump touch screen was delayed in responding to presses. The customer continued to use the pump for insulin therapy. There was no reported adverse impact.